Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date of initial surgical procedure. Any concurrent procedure? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Product code? Please provide a valid code for mesh? If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. The patient experienced a mesh erosion and the mesh was over-sutured. The device remains implanted. Additional information has been requested.